Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of extension tubing detaching from the luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one statlock extension set with y-site. Usage residues were observed throughout the sample. The extension tubes exhibited material discoloration. The male luer adapter was received completely detached from the distal extension tube. Tactile inspection of the sample revealed tensile weakness throughout the distal extension tube. Microscopic inspection of the sample confirmed that the tubing was completely detached from the male luer adapter. No tubing fragment remained within the luer. Inspection of the distal end of the extension tubing revealed adhesive residue covering the last approximately ¼¿ of tubing. Attempts to replicate the observed detachment by applying tensile stress to a similar non-complainant device were unsuccessful. The adhesive residues suggested that adhesive was properly applied during device assembly. The tensile weakness suggested that pulling stress may have contributed to the observed detachment; however, the failure of attempts to replicate the damage by applying tensile stress indicated that an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The material discoloration suggested that environmental factors such as chemical exposure may have contributed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by medwatch "IV tubing separated from luer lock hub that was attached to a patient's IV catheter. Clean edges, tubing had not been cut. Patient's IV clotted, so no backflow of blood or blood loss from patient." 10/24/22 additional information provided: event information ¿ date of occurrence: (B)(6) 2022 ¿ placement date: (B)(6) 2022 ¿ explant date: 1(B)(6) 2022 patient information (if available) ¿ was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. None reported ¿ age: 64 ¿ sex: male ¿ weight: 210lb/ 95.3kg ¿ what they¿re being treated for: surgery/arthoplasty of knee ¿ other relevant history: none applicable ¿ concomitant therapy: intermittent saline flush of line as per md order; no continuous infusions or other intermittent infusions at time of discovery ¿ *does the patient have an infectious disease?: none reported

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugt8542 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by medwatch "IV tubing separated from luer lock hub that was attached to a patient's IV catheter. Clean edges, tubing had not been cut. Patient's IV clotted, so no backflow of blood or blood loss from patient." On (B)(6) 2022, on 10/24/2022, additional information provided: date of occurrence: (B)(6) 2022, placement date: (B)(6) 2022,explant date: (B)(6) 2022. Patient information (if available): age: 64; sex: male, weight: 210lb/ 95.3kg. What they¿re being treated for: surgery/arthoplasty of knee. Other relevant history: none applicable. Concomitant therapy: intermittent saline flush of line as per md order; no continuous infusions or other intermittent infusions at time of discovery does the patient have an infectious disease?: none reported.